Event description:
It was reported that the patient experienced left-sided lumbar soreness without obvious cause two weeks ago, with no nausea, vomiting, chest tightness, or shortness of breath, and came to the hospital for consultation. On outpatient examination on (B)(6) 2025 at 09:22, the patient was found to have moderate hydronephrosis of the left kidney, multiple stones in the left kidney, and a full prostate on imaging of the kidneys, ureters, bladder, and prostate. The patient underwent a ureteral stent placement surgery, and after postoperative anti-infection and symptomatic supportive treatment, was discharged. On (B)(6) 2025, the patient visited our outpatient department seeking a second-stage surgical treatment and was admitted under the diagnosis of kidney stones. On (B)(6) 2025, a disposable sterile urinary foley catheter was inserted for continuous bladder irrigation. On (B)(6) 2025 at 9 a.m., the patient informed the nurse that the catheter had slipped. Upon immediate inspection, the nurse discovered the catheter balloon had ruptured, resulting in its dislodgement, and promptly informed the on-duty doctor. The doctor inquired with the patient, who reported no discomfort or pain at the urethral opening. The doctor then decided to reinsert the catheter, using a new disposable sterile urinary catheter for continued bladder irrigation. This resulted in the patient undergoing a second catheterization, increasing pain and the risk of infection.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. A potential root cause for this failure could be for this failure mode could be user related (example: contact with sharp object/ exposure to petrolatum based products mechanical failure/operator error). The labeling and instructions for use were found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Therefore, no additional action required at this time. Correction: d. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient experienced left-sided lumbar soreness without obvious cause two weeks ago, with no nausea, vomiting, chest tightness, or shortness of breath, and came to the hospital for consultation. On outpatient examination on (B)(6) 2025 at 09:22, the patient was found to have moderate hydronephrosis of the left kidney, multiple stones in the left kidney, and a full prostate on imaging of the kidneys, ureters, bladder, and prostate. The patient underwent a ureteral stent placement surgery, and after postoperative anti-infection and symptomatic supportive treatment, was discharged. On (B)(6) 2025, the patient visited our outpatient department seeking a second-stage surgical treatment and was admitted under the diagnosis of kidney stones. On (B)(6) 2025, a disposable sterile urinary foley catheter was inserted for continuous bladder irrigation. On (B)(6) 2025 at 9 a.m., the patient informed the nurse that the catheter had slipped. Upon immediate inspection, the nurse discovered the catheter balloon had ruptured, resulting in its dislodgement, and promptly informed the on-duty doctor. The doctor inquired with the patient, who reported no discomfort or pain at the urethral opening. The doctor then decided to reinsert the catheter, using a new disposable sterile urinary catheter for continued bladder irrigation. This resulted in the patient undergoing a second catheterization, increasing pain and the risk of infection.